Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade iii, ¿calcifications¿, ¿double capsule¿, and that the explanted device was ¿a 330 ml implant filled to approximately 440 ml.¿ the device has been explanted.